Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The reagent lot number is 841368. The expiration date was not provided. The field service representative replaced the reagent probes and the cuvette washing station's tubing. He performed adjustments and checks, an incubation water exchange, and cell blank measurements with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium results for 2 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 1.51 mmol/l, and the repeated result was 2.09 mmol/l. Patient 2: the initial result was 1.42 mmol/l, and the repeated result was 2.16 mmol/l. The repeated results were believed to be correct.

Manufacturer narrative:
In the initial medwatch, the first line of b5 describe event or problem should have been: "there was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module." Instead of: "there was an allegation of questionable calcium results for 2 patient samples on a cobas 8000 c702 module."